Event description:
Device malfunction: difficult to advance knot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure with a perclose proglide device after an angioplasty procedure. Reportedly, the suture knot could not be advanced to the arterial surface. The suture material was removed and manual compression was applied to achieve hemostasis. The physician said that he did not believe there was a problem with the proglide, but that it was a difficult case due to the patient's obesity. There were no reported adverse event effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.